Manufacturer narrative:
The permanent cautery spatula (pcs) instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken ceramic sleeve. Broken pieces are missing because of breakage, confirming fragments are detached. The missing piece was not returned and measured approximately 1.50mm x 2.25mm. Ceramic sleeves do exhibit scratch marks. Additionally, the instrument was found to have various scratches on the ceramic sleeve. Scratches and abrasions on the ceramic sleeve are deemed cosmetic damage. The scratches measured approximately 1.03mm - 2.62mm.

Event description:
It was reported that out of the box it was discovered that the black plastic part of the permanent cautery spatula tip was broken. There were no reports of patient involvement.